Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case to prevent stroke. It was mentioned that it was a difficult transeptal access, due to multiple attempts to advance the device into the superior vena cava (scv), and then left atrium( la), since the versacross rf wire coil become slightly bent, prior to knot form. Despite this the procedure was continued, and the transseptal was performed. During multiple attempts to advance the versacross rf wire deeper into the la to advance the watchman sheath, it was noted during a fluoroscopy that the versacross rf wire become knotted in the mid left atrium / roof of left atrium, which was then unable to be withdrawn through the versacross dilator. Thus, all the devices were removed at once, and replaced by a new versacross kit. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case to prevent stroke. It was reported that it was a difficult transeptal access, due to multiple attempts to advance the device into the superior vena cava, and then left atrium, since the versacross rf wire coil become slightly bent, prior to knot form. Despite, the procedure was continued, and the transseptal was performed. During multiple attempts to advance the versacross rf wire deeper into left atrium to advance the sheath, it was noted during a fluoroscopy that the versacross rf wire become knot (located at mid left atrium, roof of left atrium), which was then unable to be withdrawn through the versacross dilator (it got stuck). Thus, all the devices were removed at once, and replaced by a new versacross kit. No patient complications were reported. The procedure was completed successfully. The device was returned for analysis.

Manufacturer narrative:
This is supplemental MDR to report investigation results (MDR aware date 01sep2023). The device was returned for analysis. The device met its design specification for the wire body out diameter, electrode height, and electrode/heat shrink gap. It is likely that the knot was formed when the wire was advanced further into the la, as the diameter of the vasculature gets smaller. As the wire was advanced and retracted multiple times as noted, causing pigtail curl to possibly be compressed thus caused a knot. The field b5 was updated for the investigation analysis.